Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "drainage and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: healthcare professional reported that the patient "developed sinus tract with drainage post-op from the implant" and "had the implant removed for ongoing drainage and presumed infection."

Event description:
Healthcare professional reported that the patient "developed sinus tract with drainage post-op from the implant" and "had the implant removed for ongoing drainage and presumed infection." Affected side is left. The device has been explanted.